Manufacturer narrative:
Block b3: exact date unknown, event occurred a week after the device was implanted. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7159701/7157853. UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 35612847. UDI: (B)(4).

Event description:
It was reported that the patient experienced an inadequate stimulation. All components were explanted and discarded per hospital policy.